Event description:
It is reported that the haptic kinked when in patient's eye. Insertion of the plunger from the injector pierced through side of cartridge when trying to remove. The patient's iris became caught on cartridge/lens causing trauma to iris. It is noted that there was angulated pressure on end of cartridge during insertion. There was pigment loss from iris however, there was no long-term damage. A separate MDR will be submitted for the cartridge.

Manufacturer narrative:
The intraocular lens was received at our manufacturing facility for evaluation. The returned lens was inspected at 10x microscope magnification. The lens had surface residuals adhered to both sides of the optic body compatible with use and explant of the lens. The lens had a cut near the edge and a piece of the lens optic edge was missing. The condition of the lens may be a consequence of when the lens was explanted from the eye. No defects related to the manufacturing process were identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
The intraocular lens was returned to our quality assurance laboratory for a visual inspection. The inspection revealed that the lens had one (1) distorted haptic with evidence of viscoelastic surgical device (ovd) indicative of an explanted lens. The lens has been sent to the manufacturing site for further evaluation. The manufacturing records and in process controls met specification and were in conformance. No manufacturing deviations were detected. The results obtained did not reveal an anomaly concerning the quality and efficacy of the product. The batch review results were within specification. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted.